Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Returned empty. The analysis results confirmed that the device was returned in good visual condition and with no staples present. No functional test was performed due to the device being empty. No batch record review could be performed as no lot number was provided.

Event description:
It was reported that during an unknown procedure, the device fired malformed staples. A new device was used to complete the procedure. There was no patient impact.